Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). 3004753838-2025-248344 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.